Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after undergoing laparoscopic inguinal hernia repair and laparoscopic lysis of lesions, the patient developed intense lower quadrant abdominal pain after being discharged home. It was reported that the patient went right back to the emergency and was given pain control and eventually discharged home at midnight although the pain did not improve. The patient continued to struggle with this at home with nausea, vomiting, and ongoing abdominal pain and bloating and symptoms of acid reflux and finally, when the pain became unbearable , went back to the hospital a few days later. It was found that the patient had bowel obstruction and was admitted. A CT scan was done showing free air and fluid collection with worsening bowel obstruction and was transferred. The patient had a large hematoma on top of the psoas and had a fairly long segment of about 30 cm of jejunum that in a couple of spots was stapled to the mesh of a recent hernia repair, and these were the sites of perforation. The adhesions were lysed to be able to free up all of the small intestine in the pelvis and moved the staples that were attaching the bowel to the mesh, so the small intestine was able to be brought up into the wound. The unhealthy length of bowel spanned about 30 cm. There was also a little bit of raw surface area that was bleeding but in a very minor amount. A side-to-side stapled anastomosis at the start of the healthy bowel was performed and resected at about 30 cm and the mesh was removed. The device was used to secure/fixate the mesh and then changed the staple load and replaced it with a different device to close the peritoneum. There was an unanticipated tissue loss and permanent tissue damage to the patient. The patient was very ill and stayed in the hospital for 10 days. It was noted that the swelling of the trapped small intestine (jejunum) led to a breach in the small intestine and then to perforation. Additional information stated that the patient has been discharged and is recovering at home.